Event description:
It was reported that during a sigmoid resection procedure that the anvil of cdh kept popping off from the trocar when surgeon was closing down the stapler. This happened to both staplers. Surgeon said that he heard the clicking of anvil to trocar, so it was attached properly according to the dr. Hand sewed the bowel to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.